Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user swam while wearing the ilet, after which the device became unresponsive and required replacement. Symptoms included no reported adverse clinical effects, and the user reported a blood glucose value of 134 mg/dl with no impact to glucose control. Outcomes included temporary interruption of automated insulin delivery and the need for manual injections until the replacement arrived. Investigation included review of the event details and device history, with user guidance provided regarding shutdown, data sync, and return procedures and inspection of the returned device. Investigation of this device revealed a device malfunction consistent with water ingress and damage to the device electronics and/or screen, aligning with user-reported submersion while in use. It was concluded, based on previously established findings for similar reports, that the cause was exposure to liquid consistent with user submersion leading to device failure.